Event description:
Ambulance responded to a call for an unresponsive person. Upon arrival, they tested the person's blood glucose on the suspect device and obtained a reading of 28mg/dl. They then drew a blood sample for the hosp to run in the lab. They also administered one ampule of dextrose 50% in water. It is unknown if the person is diabetic. Upon arrival at the hosp, the lab blood glucose result was 86mg/dl.